Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) and technical services (ts) was consulted to review the episode. Upon review, ts noted the inappropriate shock was delivered due to a decrease in r-wave amplitude from 0.7 millivolts (mv) to 0.25 mv leading to t-wave oversensing and myopotential oversensing. The noise does not appear to be mechanical in nature or from an electromagnetic interference (emi) source and the high voltage impedance measurements are good, thus ts discussed there does not seem to be an electrode integrity issue. The oversensed myopotentials were increasing the average heart rate into the shock zone . Ts discussed further troubleshooting and programming options. The s-ICD remains in service and no adverse effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) and technical services (ts) was consulted to review the episode. Upon review, ts noted the inappropriate shock was delivered due to a decrease in r-wave amplitude from 0.7 millivolts (mv) to 0.25 mv leading to t-wave oversensing and myopotential oversensing. The noise does not appear to be mechanical in nature or from an electromagnetic interference (emi) source and the high voltage impedance measurements are good, thus ts discussed there does not seem to be an electrode integrity issue. The oversensed myopotentials were increasing the average heart rate into the shock zone. Ts discussed further troubleshooting and programming options. The s-ICD remains in service and no adverse effects were reported. Additional information was received that the patient was seen in the office and the reduction in r wave amplitude along with myopotential noise was able to be reproduced in primary sensing vector. When using two times gain, the noise was sensed appropriately, however the reduction in r wave amplitude was still present. Ultimately, the sensing vector was reprogrammed to alternate with two times gain. Technical services (ts) was consulted and agreed with the programming option chosen. The subcutaneous implantable cardioverter defibrillator (s-ICD) remains in service and patient will continue to be monitored via the remote home monitoring system.